Event description:
Customer reported the he was hospitalized due the insulin pump was not working. Customer stated his doctor was the one that told him the device was not working but was unsure why. Customer's blood glucose was over 500 mg/dl. Customer stated he was unable to see the letters on the device. Customer was also hospitalized for cardiac problems. Customer stated to ask doctor if high blood glucose was the cause of the cardiac problems. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.